Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2009, the pt was implanted with a bard flat mesh in the pelvic area. The attorney's report alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, and defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is alleged to have had a bard flat mesh implanted during a pelvic procedure on (B)(6) 2009. No specific device failure was alleged and medical records have not been provided. We have contacted the initial reporter to request add'l info and if available, to request return of the device for eval. A mfg review was performed and no evidence was found of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.